Event description:
A healthcare facility in (B) (6) reported that it was difficult to set the temperature or power level of (B) (4) cosycot infant warmer. No pt consequence was reported.

Manufacturer narrative:
(B) (4). An investigation will be conducted once we receive the complaint device. A follow up report will be provided.